Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4)

Event description:
The packer on sx-c kept catching and device wouldn't shut off. Pulled device out of body and discovered plaque was protruding outside of nosecone. No injury to the patient reported.

Manufacturer narrative:
Evaluation of the returned device was completed january 25, 2016. The turbohawk was received for evaluation within a red biohazard bag and loose within a pillowcase. No ancillary devices or cine images from the procedure were received. The turbohawk catheter was received without the cutter driver unit. The cutter head was received at its most distal position in the distal assembly. The distal tip was received rotated, which allowed part of the flushing window to be open and the lumen at the distal tip not to be aligned with the distal assembly guidewire lumen. The distal tip was rotated to close the flushing window and to allow a 0.014¿ guidewire to be loaded with ease. The entire length of the distal assembly was examined in each of its four quadrants: no abnormality or defect was noted in the stainless steel or tecothane tubing wall. A small gap was noted at the distal end of the flushing window. The small gap of the flushing window was examined: the results were inconclusive if this would have been the pathway the plaque protruded outside the nosecone. The cause of the difficulties encountered could not be determined. The customer experience of plaque protruding from the nosecone of a turbohawk could not be confirmed. The customer experience of the turbohawk being unable to shut off could not be confirmed. The instructions for use, (IFU), provide the user with the warning of: avoid excessive movement of the turbohawk catheter within the vessel at all times as doing so could result in embolization or vessel damage. The IFU further warns: operation of the device with the cutter partially opened or closed could result in vessel trauma or possible embolization of previously excised tissue. Additionally the IFU warns: exceeding the recommended maximum length of cut and/or number of cut passes prior to removing and emptying the device will increase the risk of embolization of excised tissue fragments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.